Event description:
The customer contact reported a delay in critical therapy. At an unspecified time, the tubing set was primed with an unspecified solution and was loaded into the device. The device was programmed to deliver at a rate 999ml and the delivery was started. It was reported that "within 20 seconds" micro air bubbles were noted in the tubing distal to the cassette. The nurses were unable to clear the micro air bubbles even after the tubing set was changed. After an unspecified length of time, the micro air bubbles able to be cleared. The physician was able to complete one transseptal puncture but not the second transseptal puncture which would have allowed a lasso catheter to be placed for more accurate identification of areas for ablation. The customer indicated this resulted in a more "rudimentary" ablation instead of a more specific ablation. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.